Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2024." H2 correction.

Event description:
The wearable was inserted into the arm on (B)(6) 2024.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 212 mg/dl. The patient was feeling tired but thought that her symptoms were due to her recovering from bronchitis. No bg meter reading was taken at this time. The patient's symptoms progressed to include vomiting and dry mouth. Around 4pm, the patient¿s husband brought her to the emergency room (ER). At the ER, blood work and x-rays were done. The patient¿s bg level was 650 mg/dl while the cgm was still reading 212 mg/dl. The patient was diagnosed with dka and was given an unspecified IV. It was also reported the patient was also having kidney and heart issues. The patient was in the ICU for 2 days and then moved to a regular hospital room. The patient's troponin level was elevated, and she had a stress test done. The patient was also given unspecified heart medications. The patient was discharged on (B)(6) 2024. The patient was ¿recuperating¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.